Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, it appears that the s3 valve too aortic position with pvl were due to patient factors (horizontal aorta, severe lvot and leaflet calcification). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, post deployment, the 29mm sapien3 valve landed slightly more aortic than intended and had moderate-severe paravalvular leak (pvl) and a second 29mm s3 valve was implanted. The case was planned based on 3d tee only, no cta was able to be performed. Per the 3d tee the aortic valve area measured in the 670mm^2 range with severe left ventricle outflow track (lvot) calcification and severe leaflet calcification. The patient also had a horizontal aorta. The image intensifier angle was fair. A bav was not performed. The s3 valve was deployed with nominal volume (33cc). Due to the calcification, the s3 ended up with moderate-severe pvl and landed slightly more aortic than intended. The s3 also did not expand evenly, the cells on the left coronary cusp (lcc) side appeared to have fully foreshortened and the non-coronary cusp (ncc) side appeared longer. The valve was post dilated with 2cc extra added to the commander delivery system, the pvl did not improve. A 2nd s3 valve was deployed with 35cc volume and landed more ventricular (approximately 3mm lower that the 1st valve). The pvl improved to mild-moderate. It was decided to post dilate again with a total volume of 37cc, mild pvl remained after the second dilation of the second valve, at this point the implanter felt this was the best result due to the amount of calcium. The patient remained in stable condition throughout the procedure. Severe calcification in the lvot may have caused the level of pvl as well as the manner in which the valve deployed.